Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (41 mg/dl). The customer is unsure of the cause for low bg levels. Reportedly, the customer believes the pump is over delivering. Customer has adjusted the pump settings without consulting with their health care professional. Customer addressed low bg levels with juice. Recommendation was made to discuss diabetes management with customer's health care professional. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.